Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however; the insulin pump had normal operating currents and no unexpected battery out limit alarm noted. The insulin pump was received with cracked case at the display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer received a battery out limit alarm. Insulin pump did not receive a blank display alarm, insulin pump or battery cap showed signs of damage. Customer was advised that insulin pump would need to be replaced. Customer mentioned that insulin pump began to function again, but requested for insulin pump to be replaced.